Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on a fresenius 2008t hemodialysis (hd) machine. The machine was initially removed from service due to a fluid leak which was coming from the ultrafiltration (uf) check valve. After the uf check valve was replaced, the machine began displaying a low temperature message. The temperature was reportedly 26 to 27 degrees celsius. Upon further inspection, the biomed identified thermal damage on the white wires going from the power supply to the bridge rectifier. The insulation on the spade terminals was reportedly melted, and the coating on the wires was turning brown. The biomed tried replacing the power supply with a backup power supply they had on hand, but this did not resolve the issue. Upon follow-up, the biomed confirmed the power supply was the original fresenius part on the machine. The biomed stated there were no signs of smoke, sparks, or flames. Additionally, there was no burning smell noticed. At the time of follow-up, the machine had 27,310 operating hours on it. The biomed was not aware of the machine having any past problems with failing the electrical leakage test. It was confirmed that the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The leaking check valve was not available to be sent back for evaluation as it was reportedly discarded. However, the power supply was confirmed to be available for evaluation. The machine remained out of service at the time of follow-up. The biomed was planning to replace the heater rod next, in hopes that this would resolve the reported issue. Photos of the reported thermal damage were provided for review.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the reported event was able to be confirmed using the provided photos. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on a fresenius 2008t hemodialysis (hd) machine. The machine was initially removed from service due to a fluid leak which was coming from the ultrafiltration (uf) check valve. After the uf check valve was replaced, the machine began displaying a low temperature message. The temperature was reportedly 26 to 27 degrees celsius. Upon further inspection, the biomed identified thermal damage on the white wires going from the power supply to the bridge rectifier. The insulation on the spade terminals was reportedly melted, and the coating on the wires was turning brown. The biomed tried replacing the power supply with a backup power supply they had on hand, but this did not resolve the issue. Upon follow-up, the biomed confirmed the power supply was the original fresenius part on the machine. The biomed stated there were no signs of smoke, sparks, or flames. Additionally, there was no burning smell noticed. At the time of follow-up, the machine had 27,310 operating hours on it. The biomed was not aware of the machine having any past problems with failing the electrical leakage test. It was confirmed that the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The leaking check valve was not available to be sent back for evaluation as it was reportedly discarded. However, the power supply was confirmed to be available for evaluation. The machine remained out of service at the time of follow-up. The biomed was planning to replace the heater rod next, in hopes that this would resolve the reported issue. Photos of the reported thermal damage were provided for review.